Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing of noise that resulted in inappropriate mode switch. Insulation defect was suspected. During revision it was noted that the atrial lead had been pulled tight across causing stress on the lead. A replacement lead was inserted and impedance and threshold of the replacement increased during implant. Microperforation was suspected. The replacement was removed and exchanged. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation, high pacing impedance and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported events of high pacing impedance and unacceptable capture threshold were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The tip stiffness test was performed and all values were within specification.